Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that potential cause is reprocessing was not conducted properly due to leakage from the auxiliary water channel. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited residual whitish foreign material inside the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.